Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for frame damage and subsequent vascular dissection was confirmed based on evaluation of the returned device and provided imagery. No manufacturing non-conformances were identified during the evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU and training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during the introduction of the commander delivery system with crimped valve into the esheath+, at fluoroscopy, it could be observed that the tip of the commander delivery system with the yellow cone had pierced through the esheath+ without completely tearing it lengthwise. This occurred between the femoral and iliac arteries. A scarpa's fascia approach was attempted while removing all the devices in one block to facilitate the procedure and minimize further complications. It was managed to do it, but the femoral artery was dissected and surgical approach had to be performed to remove the valve and the vessel had to be reconstructed.'' During device evaluation, 1 bent frame strut at outflow side was seen. As observed on the provided imagery, the patient has calcification in the aorta and tortuosity in the access vessels. Additionally, imagery evaluation showed that when advancing the commander delivery system through the esheath, the commander delivery system protruded through the esheath side. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Patient factors such as calcification and tortuosity may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking the device through the anatomy. It is likely that additional device manipulation or high push force was applied to overcome the tracking difficulties, resulting in the valve struts interacting with the sheath shaft and/or vessel calcification, resulting in the observed strut damage at the valve inflow side. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (excessive device manipulation) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a new product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in france, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach in a patient with minor femoral calcifications, moderate anatomy tortuosity and minimum diameter of 9.1 mm, there were no particular difficulties during the insertion of the esheath+. However, during the introduction of the commander delivery system with crimped valve into the esheath+, at fluoroscopy, it could be observed that the tip of the commander delivery system with the yellow cone had pierced through the esheath+ without completely tearing it lengthwise. This occurred between the femoral and iliac arteries. A scarpa's fascia approach was attempted while removing all the devices in one block to facilitate the procedure and minimize further complications. It was managed, but the femoral artery was dissected and surgical approach had to be performed to remove the valve and the vessel had to be reconstructed. The patient had to be intubated, ventilated, and received two units of blood transfusion and norepinephrine to compensate for the blood loss. The patient was stable and only presented a hematoma. The tavi procedure was postponed. Patient was fine post procedure. As per pre-decontamination of the return device, one valve bent strut outwards at outflow side could be observed.

Manufacturer narrative:
This is one of three reports being submitted for this case. The investigation is ongoing.